Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6). Product type recharger product ID 97754 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: analysis of the 37761 desktop charger (dtc) (serial number (B)(6) ) revealed broken connector pins. Populate h10 with the following text "this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The caller had a broken desktop charger (dtc) connector pin. Pt mentioned the connector pin broke off into the recharger. Pt removed the connector pin and put the connector pin back into the dtc but the dtc will not work to charge the recharger. No symptoms were reported. 2021-jun-11 (B)(4): additional information was received from the patient. The pt stated she just had the dtc replaced but now she cannot get the ins to charge, pt clarified that it would not connect to the recharger (insr). The pt stated the ins went dead about 3 days ago - pt stated her ins went dead before when she went to the hospital 2019 but she was able to get it to connect to charge then. Pt described "reposition antenna" screen. The pt was walked through antenna locate and pt reported seeing "54" no matter where she placed the recharging paddle. Pt mentioned she has seen the thermometer message the past couple days after she has been charging the ins for 5 min. No symptoms reported. A replacement recharger (insr) was sent to the patient.